Event description:
It was reported that during an initial implant procedure, the right ventricular (rv) lead was found to have persistent high capture thresholds, despite the physician's multiple attempts to reposition the rv lead. Multiple stylets were also unable to be advanced over the rv lead, with allegation of malfunction on the rv lead. The rv lead was not used and a new rv lead was used to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.